Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the stylet failed to advance into the newly implanted right ventricular (rv) lead due to blood contamination in the rv lead. The rv lead was not installed and the procedure was completed using an alternate rv lead on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported events of ¿stylet failed to advance into the right ventricular (rv) lead¿ and ¿blood contamination in the rv lead¿ were confirmed. As received, a complete lead was returned in one piece measuring 58.0 cm. Visual and x-ray examination of the lead did not find any anomalies. A stylet insertion test was performed, obstruction/restriction was found at 13.6 cm from the connector pin of the lead and dried blood was found inside the inner coil at the obstruction region. The cause of the reported events was isolated to clogged blood inside the inner coil.